Event description:
Hospital reported that they had cases of leakage around the insertion tunnel site of the trifusion catheter.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.